Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip. A piece measuring approximately 16.05 mm x 4.52 mm was found to be broken off. The broken piece was not returned with the instrument. The probable root cause is attributed to damage during use. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument failed to connect. The procedure was completed with no reported injury.